Event description:
It was reported that this right ventricular (rv) and lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited pace impedance measurements of less than 200 ohms and low intrinsic amplitude. Ultimately, tachy therapy was programmed off and the patient received a life vest. The deactivated lead remains implanted and out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) and lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited pace impedance measurements of less than 200 ohms and low intrinsic amplitude. Ultimately, tachy therapy was programmed off and the patient received a life vest. The deactivated lead remains implanted and out of service. No additional adverse patient effects were reported.additional information was received that the rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) and lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited pace impedance measurements of less than 200 ohms and low intrinsic amplitude. Ultimately, tachy therapy was programmed off and the patient received a life vest. The deactivated lead remains implanted and out of service. No additional adverse patient effects were reported. Additional information was received that the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.